Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The secondary tubing set was being used to deliver an unspecified antibiotic via gravity flow. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to a clave y-site of an unspecified primary tubing set. After an unspecified length of time in use, the nurse checked on the patient and noted solution on the floor and bleed back into the primary tubing set. Customer contact reported that the tubing separated from the option-lok male adapter of the secondary tubing set. The primary tubing set was clamped off. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.